Manufacturer narrative:
Mckesson medical surgical is the assembler of ancillary convenience kits on behalf of the sns. This customer reported concerns with a particular brand of syringe, however, our records indicate this is not a brand of syringes included within our ancillary convenience kits. The manufacturer was notified of this complaint for follow up. Due to mckesson being the initial recipient of this complaint, an MDR is being filed.

Event description:
The customer stated the needle detaches from syringe during withdrawal of vaccine from a vial or when administering vaccines to a patient. It does not lock in place. No information was received regarding any serious injury as a result of this product malfunction.